Event description:
The customer's mother reported via phone call that the insulin was squirting out during the fill cannula steps. Customer's mother stated that the customer had issues with air bubbles and had a software error alarm. Customer had air bubbles the size of popcorn kernels in the reservoir. Customer's mother stated that the alarm did not occur while trying to change the settings on the pump while using the paradigm pal software. Customer's mother stated that the alarm occurred after pressing the act button while a bolus was delivering. Customer's mother was advised that the alarm was a program safety alarm. Customer's mother wants the pump replaced. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to slightly loose drive support. Unable to perform occlusion test with water fill test reservoir and verify air bubbles anomaly due to prime anomaly. No a52 or e52 alarms were noted. The insulin pump passed self test, basic occlusion and displacement tests. The insulin pump was received with cracked case at display window corners, reservoir tube, battery tube threads and with minor scratched display window.